Event description:
It was reported that this 75 y/o female patient's left shoulder was revised a week post op due to infections. All implants were removed. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product not returning - discarded at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): equinoxe, humeral stem primary, press fit 7mm - 300-01-07 - (B)(6). Rs expanded glenosphere 38mm, +4mm offset - 320-02-38 - (B)(6). Equinoxe reverse tray adapter plate tray +0 - 320-10-00 - (B)(6). Eq rev locking screw - 320-15-05 - (B)(6). Rs glenoid plate +10mm cage peg - 320-15-06 - 7103839 eq reverse torque defining screw kit - 320-20-00 - (B)(6). Eq rev locking screw - 320-15-05 - a504422 eq rev compress screw lck cap kit, 4.5 x 22mm - 320-20-22 - (B)(6). Eq rev compress screw lck cap kit, 4.5 x 22mm -320-20-22 - (B)(6). Eq rev compress screw lck cap kit, 4.5 x 26mm - 320-20-26 - s510534. Eq rev compress screw lck cap kit, 4.5 x 26mm - 320-20-26 - s512456. Eq rev compress screw lck cap kit, 4.5 x 26mm - 320-20-26 -- 0552. Equinoxe reverse 38mm humeral liner +0 - 320-38-00 - s529321.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1 b2 d1 d4 g2 g4 h4 h6. PMA 510k cannot be determined; device is unknown . Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.